Event description:
The customer reported being hospitalized with chest pain and high blood glucose of 203mg/dl. Initially, the customer stated that the insulin pump would not complete the rewind process, and in some occasions she has to push the piston down in order for the reservoir to fit. Reviewed the alarm history and no alarms found. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.